Manufacturer narrative:
Investigation results were made available. It was reported that an 89-year-old patient received a hip prosthesis due to femoral neck fracture in (B)(6) 2019. After approximately 3 months in-vivo patient had strong pain during activities of daily living and loss of function of the hip implanted and presented in the emergency room. An x-ray examination showed disassembly of the femoral head and the shell, the head moved out of the shell, requiring revision surgery. The patient underwent revision surgery and received a total hip arthroplasty with a dual mobility cup. Review of received data: no medical data relevant to the case has been received. Due diligence: no further due diligence required as all required information to support the conclusion is available or was already requested. Product evaluation: no product was returned; therefore, visual and dimensional evaluation could not be performed. Review of product documentation: device purpose: this device is intended for treatment. Product compatibility: the product combination was not approved by zimmer biomet. The head was combined with a cup that is a competitor product from science et medicine - ref: 15.04.41, lot: p6417169818, cupule blindee d 22.2mm. This is considered off-label use. DHR review: review of the device history records identified the following: 1 part was scrapped due to visible scratches on the articulation surface (ncr# (B)(4). The ncr and DHR review showed that all released products met the specifications valid at the time of production. Conclusion: it was reported that an 89-year-old patient received a hip prosthesis due to femoral neck fracture in (B)(6) 2019. After approximately 3 months in-vivo patient had strong pain during activities of daily living and loss of function of the hip implanted and presented in the emergency room. An x-ray examination showed disassembly of the femoral head and the shell, the head moved out of the shell, requiring revision surgery. The patient underwent revision surgery and received a total hip arthroplasty with a dual mobility cup. Neither x-rays, operative notes, office visit notes, nor device or photos of the device were received; therefore, the condition of the components is unknown. Patient factors that may have affected the performance of the components are unknown. Adherence to rehabilitation protocol is unknown. The head was combined with a competitor product which is considered off-label use. Based on the available information and the investigation performed the reported event cannot be confirmed. Also, the investigation did not identify a non-conformance or a complaint out of box (coob). The cause might be multi-factorial. If and to what extend the above described off-label-use contributed to the dislocation leading to the revision surgery remains also unknown. Therefore, based on the given information and the results of the investigation, we were not able to identify a root cause for this issue. The need for corrective measures is not indicated and zimmer gmbh considers this case as closed. Zimmer biomet's reference number of this file is (B)(4).

Event description:
Investigation results are now available.

Manufacturer narrative:
Additional information which was received on jul 13, 2020. This follow-up report is being filled to relay additional information, which was unknown at the time of the previous medwatch. Additionals: a2, b3, b5, d11 , g7, h2, h10. Corrections: g4, h6. The manufacturer received other source documents for review. Should any additional information become available or an investigation result be available, that changes this assessment, an amended medical device report will be submitted. Zimmer¿s reference number of this file is (B)(6).

Event description:
The patient was implanted on an unknown side and underwent revision surgery due todisassembly of the femoral head and the shell, the head moved out of the shell.

Manufacturer narrative:
The manufacturer did not receive x-rays, or other source documents for review. The manufacturer did not receive the device for investigation. The lot number of the device was received. The device history records will be reviewed during investigation. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. (B)(4).

Event description:
It was reported that there was an unknown event involving head/cup disassembly. No other information is available.